Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 06/2020) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that four years, seven months, and twenty-five days post a stent placement in the left leg of common iliac and external iliac arteries, the subject had an adverse event of restenosis which was possibly related to the study device and required target limb reintervention. It was further reported that four years, eight months, and five days post a stent placement, reintervention of the target vessel common iliac artery was performed to treat in-stent restenosis. Treatment re-intervention was successful, and the outcome of the adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot was manufactured in june 2017. The lot information is no longer available in the regular enterprise resource planning system (jde). Based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a device history record review is considered to be not required. Investigation summary: the stent was not returned for evaluation. The stent remains implanted. X-ray images are not available as this complaint record was opened based on a retrospective review of existing standard of care data. Evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent thrombosis/occlusion or vessel occlusion. Holding and handling of the system for regular deployment was found sufficiently described. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that four years, seven months, and twenty-five days post a stent placement in the left leg of common iliac and external iliac arteries, the subject had an adverse event of restenosis which was possibly related to the study device and required target limb reintervention. It was further reported that four years, eight months, and five days post a stent placement, reintervention of the target vessel common iliac artery was performed to treat in-stent restenosis. Treatment re-intervention was successful, and the outcome of the adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.